Event description:
Report received of an under-delivery. The pump was programmed on the primary line to deliver an unspecified chemotherapy solution. The pump parameters were not specified. Reportedly, the pump sounded an audible alarm and displayed the message "vtbi complete". The nurse reportedly noted that approximately 50ml of fluid remained in the solution bag and air was in the cassette. The volume expected to be remaining in the bag was unknown. The nurse reprogrammed the vtbi for 50ml, removed the air from the cassette and placed the pump to run. At an unspecified later time, the pump again sounded an audible alarm and displayed the message "vtbi complete". At this time, the nurse noted that approximately 30ml remained in the solution bag, the vtbi on the pump display was zero and air was observed in the cassette. The pump was removed from clinical service. The patient received the remainder of their chemotherapy treatment with a replacement pump. There was no reported adverse patient event. Though requested, there was no further information available.